Event description:
The customer called in for assistance in programming the insulin pump to deliver a bolus. A few hours later, the customer's diabetes consultant called stating the customer had been taken to the emergency room. The customer was contacted for more details and she stated she experienced low blood glucose after delivering a large bolus. The customer stated she was about to fall but her co-workers caught her. The customer was then taken to the emergency room. The customer also stated that the insulin pump sometimes beeps for no reason. Troubleshooting was requested but the customer declined and stated that the insulin pump was functioning fine at this time.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.